Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing low blood glucose of 42 mg/dl. Blood glucose at time of call was 212 mg/dl. Troubleshooting found that the customer's drive support cap, programming, basal rates and bolus history are all normal. Customer was unable to troubleshoot any further. Customer was advised to monitor pump and follow up with doctor.